Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-02305).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2015 allegedly due to pain and possible metallosis. The modular head, taper adapter and acetabular cup were removed and replaced. Additional information received in operative report noted patient underwent revision procedure on (B)(6) 2015 due to pain. Revision operative report further noted presence of white fluid, green tissue around the rim of the acetabulum, and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2015 allegedly due to pain and possible metallosis. The modular head, taper adapter and acetabular cup were removed and replaced. Additional information received in operative report noted patient underwent revision procedure on (B)(6) 2015 due to pain. Revision operative report further noted presence of white fluid, green tissue around the rim of the acetabulum, and metallosis. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received reported patient was revised on (B)(6) 2015 due to elevated metal ion levels, severe pain, inflammation, soreness, dysfunction, loss of range of motion, metallosis, and metal poisoning.

Event description:
It was reported that patient underwent left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2015 allegedly due to pain and possible metallosis. The modular head, taper adapter and acetabular cup were removed and replaced.